Event description:
It was reported that the right atrial lead exhibited failure to capture. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.